Manufacturer narrative:
Additional manufacturing narrative: other, other text: the product involved in this event has not been returned to allow for an analysis to be performed.

Event description:
The customer reported that the tci ear sensor left a pressure injury on the patient's right naris. No consequences or impact to patient were reported.